Event description:
Customer reported the manual aspiration probe became detached from the blood sampling valve (bsv) when using the coulter lh 500 hematology analyzer. This occurred while the operator was running patient samples on the analyzer. The customer did not report patient results and powered off analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the manual aspiration probe was worn and became detached from the blood sampling valve (bsv). The fse replaced the bsv resolving the issue. (B)(4).